Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/11/2023, an FDA medwatch notification was received via email. A facility representative reported that an ar-1409lp low profile reamer tip broke off. This occurred during a right knee arthroscopy, anterior cruciate ligament reconstruction with patella tendon autograft and medial meniscal repair where all broken fragments were retrieved. The case was completed without further issues.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.